Manufacturer narrative:
Eval summary: no sample was returned because the intraocular lens (iol) has remained in the eye. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a pt began experimenting glare and halos following an intraocular lens (iol) implant procedure. The pt was unable to drive at night. Additional info was requested but not received to date.